Event description:
The ge oec 9600 fluoroscopy system displayed a saturation fault error code.

Manufacturer narrative:
A ge oec service representative investigated the issue and re-greased the high voltage candlesticks to assure good conduct and contact. The battery pack was also tested to assure proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.